Manufacturer narrative:
(B)(4). This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. A review of the device memory confirmed that this device never declared a low voltage alert. The battery voltage was lower than expected, but still supported full device function. A series of automated electrical/functional tests were conducted and no issues with device performance were observed; basic sensing, pacing and shocking functions of the device were verified. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Event description:
Boston scientific received information that this device was emitting tones and the patient went to the clinic. Interrogation of the device noted that it had reached end of life (eol); however, it was also noted that a code 1003, indicating that the battery voltage was too low for the projected remaining capacity, was not recorded as a result. During the last follow up in (B)(6) 2014, the estimated remaining longevity was 36 months. A memory download was performed and submitted for engineering analysis. A boston scientific engineer discussed that the device had reached elective replacement indicator (eri) due to the battery capacity; eol had not been reached. Disk analysis showed the battery appeared to be depleting more quickly than expected and device replacement was recommended. It was also discussed that a code 1003 was not triggered as the software was upgraded beyond the time when the code would have occurred. The device was explanted and successfully replaced. No additional adverse patient effects were reported. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a possible low voltage capacitor anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.